Event description:
It was reported that this right ventricular (rv) lead presented impedance issues, high pacing thresholds and undersensing. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented impedance issues, high pacing thresholds and undersensing. Physician reports that tissue was the root cause. This lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection showed no conductor issues and the outer insulation melted through approximately 130mm from terminal end. The outer insulation damage was likely explant damage due to electro-cautery. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. The lead underwent x-ray examination and no anomalies were found. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.